Event description:
Subsequent to the initial MDR, a correction is required. It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced sensor failure which occurred the same day it was inserted in the abdomen. The patient was vomiting and experiencing diabetic ketoacidosis while sensor was on a warmup. Her daughter called 911 and the patient was taken to the hospital by ambulance. At the hospital, they took a blood glucose reading of 850 mg/dl, and there were no continuous glucose monitor readings, as the sensor was still warming up. At the hospital, the patient was treated with IV fluids and novolog insulin of 17 units. The patient stayed about 7 to 10 hours at the emergency room and was released the same day. At the time of the report the patient was fine. Performance data was reviewed. Data investigation confirmed a sensor failure as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced sensor failure which occurred the same day it was inserted in the abdomen. The patient was vomiting and experiencing diabetic ketoacidosis while sensor was on a warmup. Her daughter called 911 and the patient was taken to the hospital by ambulance. At the hospital, they took a blood glucose reading of 850 mg/dl, and there were no continuous glucose monitor readings, as the sensor was still warming up. At the hospital, the patient was treated with IV fluids and novolog insulin of (B)(4) units. The patient stayed about 7 to 10 hours at the emergency room and was released the same day. At the time of the report the patient was fine. Performance data was reviewed. Data investigation confirmed a sensor failure as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.